Event description:
It was reported that 9 months ago, the patient noticed a scab on their head "above the left side of the DBS." The scab on their head was checked by numerous people in those 9 months. The patient reported to the hospital to have an MRI. It was noted that upon arrival, the patient had an open wound on the left side of their head over the top of their burr hole cap. The patient's healthcare provider (HCP) and a manufacturer representative (rep) were notified of the issue, and the patient was advised to go to the hospital as soon as possible for evaluation. There, they learned there was an infection within the scab. A team of neurosurgeons "removed the scab and took out all the leads that were part of that." (left side system - lead, burr hole cap, and extension were removed on (b)(6) 2026). The patient stated that the rep's decision saved their life. There were no known contributing factors. The issue was resolved.

Manufacturer narrative:
D10. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 3389S-40, Serial/Lot #: VA24G61, UBD: 08-OCT-2022, UDI#: 00643169752276 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.